Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Increased pain in knee [arthralgia]. Knee was aspirated [joint effusion]. Case description: spontaneous report received on (B)(6) 2011 from a health care provider, via a company representative, regarding a female pt (unk age and initials)., the pt had a history of osteoarthritis of the knee. The pt experienced increased pain in her knee and had her knee aspirated after receiving synvisc-one. On an unspecified date, in late (B)(6) 2010, the pt received a synvisc-one injection in an unspecified knee. On (B)(6) 2011, the health care provider reported the pt had increased pain in her knee after the synvisc-one injection. The knee was aspirated and a culture was done which was negative. The pt was hospitalized. No other info was provided. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.